Event description:
Patient presented with vocal cord paralysis following vns implant surgery. The physician indicated that the patients vocal cord is healing and getting better. Post-op diagnostics were taken and indicated to be within normal limits. No other relevant information has been received to date.